Event description:
Patient was confused at home. Family member got a blood glucose reading of 124 mg/dl, but called emergency medical services due to patient's confusion, nonresponsiveness. Ems got reading of 24 mg/dl within 10 minutes of the 124 reading. Patient was treated and taken to hospital for admission.